Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the reported battery failure alarm on (B)(6) was likely because user didn¿t initially engage the power switch before turning the console on.

Manufacturer narrative:
There was no patient use in the reported event. Section a was left blank. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Upon start up of the automated impella controller a battery failure alarm sounded. The battery was removed and replaced, and the plug was removed from the outlet for a period of time but the alarm did not resolve. No patient use was reported.